Event description:
Procedure type: lap gastric bypass. According to the reporter: the surgeon fired the stapler too close to the jejunostomy and the stapler cut, but the staples did not form properly. The surgeon had to transect the tissue and then open a new device to close off the jejunum. The procedure was converted to an open procedure due to the surgeon not being satisfied with the results of the transection. There was some abnormal bleeding that occurred and the case was delayed one hour.

Manufacturer narrative:
(B)(4).